Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a locator abutment (iloa004) fractured within the implant. Fractured abutment piece was removed.

Manufacturer narrative:
The complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. Fractured zest dental locator abutment was received for investigation. The received locator abutment returned without original package; therefore, it was unable to verify zest part/lot number information. Visual inspection was performed as a retuned product and it was noted that abutment has smooth wear at the coronal surface, plaque inside the broach, and damage at the drive feature. A fracture was noted at the tip minor thread. No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred, thread fracture was identified during function and this report was confirmed following inspection. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.